Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was found that the pacemaker was in backup vvi mode because the battery had reached the elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was in stable condition and was discharged after the operation.